Event description:
Reporting status: serious injury / permanent damage. Reporting rationale: occlusion requiring medical intervention. Device issue: none. It was reported that the stent deployed proximal to the perforation; therefore, a diagonal artery became jailed and caused diagonal artery occlusion. The artery was left occluded. No treatment was administered. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the device was in working order and left abbott vascular instruments, as per specifications. It is reported that the implanted stent graft jailed a diagonal artery and caused diagonal artery occlusion; however, it is stated in the IFU under "stent graft placement - precautions" that the placement of a stent graft will "compromise side branch pat-entcy". It is also stated in the same section that the stent graft should not be expanded if it is "not properly positioned in the vessel". No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.